Event description:
It was reported that the caller experienced a cgm error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The technical support team provided a complete pump reset guide, assisting the caller through the reset process. After completing the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.